Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50 ml ll tip 1 ml contained foreign matter. Verbatim: we discovered that a couple of our 50 ml syringes from bd had white particulates inside.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported that white particulates were present inside syringes. To support the investigation, our quality team received two samples with opened blister packaging and two photographs for evaluation. A visual inspection identified droplets of solution within the syringes; one syringe also exhibited a droplet of lubricant on the rubber stopper. The photographs correspond to the samples received. The lubricant is medical grade and is applied to the inner wall of the syringe barrel and to the rubber stopper; its presence in this manner is acceptable. A review of the device history record for material number 309653, lot 5232842, identified no quality issues during production that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the samples, the customer reported condition was confirmed and is considered acceptable.